Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic discomfort ("frequent pelvic discomfort") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy without complications). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic discomfort outcome was unknown and the abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain and pelvic discomfort with essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic discomfort ("frequent pelvic discomfort") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy without complications). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic discomfort outcome was unknown and the abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain and pelvic discomfort with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.